Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left knee was revised due to soft tissue instability. A triathlon pkr knee was revised to a triathlon ps knee and asymmetric patella. Rep provided the primary and revision usage sheets and confirmed that no further information will be released.